Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurred vision, glare and halos. The lens was exchanged for another lens model 02 months 25 days following the initial procedure. Clinical reason for explant was mentioned as mechanical complication of iol. Additional information was received stating that the lens was exchanged with non-company lens with a different diopter. In surgeon's opinion the product was contributed to the event. No medical or surgical intervention required as a result of this event. The patient was not hospitalized as a result of this event and there was no further impact to the patient.